Manufacturer narrative:
It was reported the patient's device was explanted (date not reported). This report is filed on june 20, 2019.

Manufacturer narrative:
Per the patient's surgeon, the implant site was found to be infected at the time of explantation. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted december 18, 2019.

Manufacturer narrative:
This report is submitted on may 7, 2019.

Event description:
Per the clinic, the patient experienced skin necrosis and subsequently underwent revision surgery on (B)(6) 2019 to perform a skin graft, however, this did not resolve the issue. There are plans to explant the device and reimplant the patient with a new device, however, this has not occurred as of the date of this report.